Manufacturer narrative:
(B)(6). This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent revision surgery to remove hardware of a flexible humeral nail, screws and an end cap. The hardware removal was needed due to the patient fracturing her humerus below the original implant. During the removal procedure, the nail broke and it was also noted that the proximal humerus was fractured during the nail removal. A portion of the nail still remains in the patient. The surgeon used a competitor¿s plate to revise the humerus. Required revision surgery and humerus fractured are captured in (B)(4). Concomitant medical products: screws (part # unknown, lot # unknown, quantity unknown); end cap (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).